Event description:
It was reported that using a radial artery access approach during a procedure of the eccentric, moderately calcified, 90% stenosed, de novo, proximal left anterior descending (lad) artery predilatation was completed with a 2.5 x 15 mm non-abbott balloon dilatation catheter (bdc) at 12 atmosphere (atm) twice, then additional dilatation was performed with the 3.5 x 15 mm trek bdc. The first dilatation was completed at 14 atm and the device was advanced a little further and inflated, however, the balloon ruptured when it was inflating to 14 atm. There was no reported adverse patient effect. The device was removed and a 3.5 x 15 mm non-abbott bdc was used for post dilatation. Intravascular ultrasound (ivus) was performed and a 3.5 x 33 mm xience xpedition stent was implanted and the procedure was completed without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: suoh, sion; guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.